Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Handpiece broke apart midcut while in wound. Case type: tka. Surgical delay: we had to get a new power attachment and set it up. Approximately 10-15 minutes.

Event description:
Handpiece broke apart midcut while in wound. Case type: tka. Surgical delay: we had to get a new power attachment and set it up. Approximately 10-15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: handpiece broke apart midcut while in wound. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: device history records indicate 25 devices were manufactured under lot k0bjw and 23 were accepted into final stock on 08-02-2018. A review of qt18-08-0006 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0bjw shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1429704 and CAPA 1452931 are associated with the failure mode reported in this event. Product was not available for evaluation.